Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited under-sensing. The lead was capped on 19 dec and successfully replaced. The patient was stable and asymptomatic.

Event description:
Additional information received notes loss of capture.